Event description:
A patient has complained of yellow tinted vision following intraocular lens implant surgery. The patient had an excellent outcome following surgery with a bcva of 20/20. No medical or surgical intervention has been required. The lens remains implanted.